Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone, worried that it is entering the patient.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone, worried that it is entering the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/26/2021. H.6. Investigation: one used sample and one empty unit package was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated.